Event description:
Event was reported to (B)(4) by an attorney. The pt experienced mesh protruding through the wall of the vagina, painful intercourse, urgency, bleeding, bladder infection, erosion, vaginal scarring, vaginal discharge, and stress urinary incontinence. No further info has been provided.